Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 80 and 155 millimeters (mm) from the terminal pin with a puncture at approximately 330mm form terminal end. Resistance testing found the electrode was electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported.